Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (infumorph) 25 mg at 8mg decreased to 4mg the to 1.2mg and now to minimum rate (non-therapeutic) via an implantable pump for non-malignant pain. It was reported that the patient was scheduled for routine pump replacement due to nearing elective replacement indicator (eri). Patient described in pre-op that the pump was working well and she felt okay. In the procedure, the catheter did not aspirate. Catheter was disconnected from old pump and some slight tissue growth was noted. Catheter was cut to remove the 7.6 cm of sutureless pump connector. Catheter was still not showing spontaneous flow and it was tied off and left inactive in the patient. A new 8780 catheter was implanted. Patients dose was reduce by more than 50% on the first pump update. Later the physician updated the pump patient to a lower dose of 1.2mg. Physician stated that (B)(6) the following day the patient was decreased to minimum rate a non therapeutic rate with concerns of not tolerating 1.2mg/day (patient showed signs of overdose). The issue was not resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information from the company representative via the healthcare provider indicated that there was no information provided to reasonably suggest the pump medication was being delivered unintentionally in a manner greater than prescribed. The physician believed the patient was not getting any medication due to catheter issues and after catheter revision the patient was not able to tolerate the dosing and concentration. The cause of being unable to aspirate the catheter was not determined. It was reported that the patient remained on minimum rate with 25mg concentration. The physician planned to decrease the concentration to 10mg/ml and would perform the emptying of contents of the entire system procedure.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot #: n274997011, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes were corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.